Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review the implantable cardioverter defibrillator exhibited low level, high frequency noise leading to inhibition of pacing. Myopotential oversensing was suspected to be the possible cause. The patient was seen in clinic on (B)(6) 2018. Programming changes were made.